Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported that a cxi support catheter was being used for a possible dli intervention when a wire guide punctured a hole in the angled tip of the device. It was reported that multiple wires were being used throughout the procedure and they include: cook approach cto 25 as well as wires from other manufacturers. No adverse events have been reported regarding this occurrence.